Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital, approximately two months post-implant, with an out-of-range shock impedance measurement (>125 ohms). It was reported that the shock impedance was measured again manually, confirming an out-of-range measurement (110 ohms). It was further reported that the patient has not received shocks or encountered any other complications since implant. It was noted that the physician discussed potential invasive evaluation, but wanted to send the patient home for 2 weeks before scheduling that procedure.